Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing and was found to be perpetually rebooting. The receiver case was opened for an internal visual inspection and the u1 pcba was detached to retrieve the receiver download. During the log review , no findings related to the complaint were observed. The reported event that the receiver ceased to function could not confirmed. The root cause could not be determined.